Event description:
It was reported that a malfunction code malf 24 occurred with the pump, and the code was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump to be sent, and the customer was instructed on backup therapy and how to manage the return process of the faulty pump using a pre-paid label via ups.